Event description:
During surgery, a pt who had been involved in a serious auto accident, allegedly arrested. Reportedly the adapter was installed in the device and the operator connected a set of internal defibrillation paddles with remote discharge switch to the adapter. An attempt was made to countershock the pt and allegedly the device would not discharge. Product literature instructs the operator to not connect internal handles with discharge control to the adapter, which would result in the discharge buttons becoming inoperable. The pt was not resuscitated. The reportr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's condition due to extensive trauma.

Manufacturer narrative:
H6. Co examined the adapter and confirmed proper operation. Damage to the cable connector, most likely caused by an attempt to insert an incorrect cable, was observed. For expediency the device was replaced with a new one and will not be returned to use. Except as provided by 21 cfr 803.56, co does not intend to submit additional information on this event to FDA.